Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the distal segment was returned for analysis. The proximal conductor was distorted. The outer insulation was kinked/buckled and breached/cut and a white substance was observed. There was blood in/on the helix mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial lead had an impedance reading of greater that 2400ohms, which was an increase from the 600-900ohms range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.